Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not worked. A field service engineer found that keyboard number lock was turned on, plugged the keyboard into the usb port and turned the number lock off to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a keyboard not working. The malfunction occurred while user was trying to issue medication. There were no adverse events or injuries reported based on this event.